Event description:
It was reported that premature deployment occurred. The target lesion was located in the iliac artery. An 8x60x120 epic stent self expanding was selected for treatment. During preparation, it was noted that the stent was deployed when it was flushed. The procedure was completed with another of the same device. No complications were reported, and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was received with the stent partially deployed on the device. A visual examination identified no issues with the tip of the device. A visual and tactile examination found no issues with the outer sheath of the device. A visual examination identified no issues or damage to the handle of the device. The safety lock was on the handle of the device during product analysis. No other issues were identified during the product analysis.

Event description:
It was reported that premature deployment occurred. The target lesion was located in the iliac artery. An 8x60x120 epic stent self expanding was selected for treatment. During preparation, it was noted that the stent was deployed when it was flushed. The procedure was completed with another of the same device. No complications were reported, and the patient was good post procedure.